Manufacturer narrative:
Event date: unknown. This report is for five locking screws/unknown lots. Partial part number of 212.1__ provided. Implant date: (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with a nonunion and pain/irritation/discomfort. The patient had a medial distal tibia plate and 6.5 cancellous screws, cortex screws, and locking screws implanted in early 2014. On (B)(6) 2014 the plate and screws were removed and a hindfoot arthrodesis nail was inserted for a fusion. The surgery was successfully completed. This report is for five locking screws. This is report 4 of 4 for (B)(4).